Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the device was received with an obturator from another device inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The cannula, circular seal and envelope seal appeared intact. Pmv performed functional testing; the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage may occur if the device is mishandled or handled roughly during application. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic gastroplasty procedure., the obturator did not fit into the cannula. The cannula broke. In order to resolve the issue and complete the case, changed the trocar. There was no patient harm.